Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated. Evaluation results: the actual pro padz from the event were not available for evaluation. Instead, electrodes from retained samples of the same lot number 1224c were investigated. The retained samples were subjected to full electrical and impedance testing with passing results. A visual inspection found the lot assembly built according to specification. Review of all records were performed and passed. Evaluation of the retained electrodes did not reveal any irregularities that would have contributed to the reported event and concluded that the samples were assembled according to specification. No trend identified related to similar reports.

Event description:
Complainant alleged that while attempting to cardiovert a male patient (age unknown), a loud pop noise was heard during defibrillation. After removing the electrode pads, second-degree burns were found on the patient's skin. Complainant indicated that the patient suffered second degree burns.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.